Manufacturer narrative:
Investigation results: no photographic evidence nor physical samples were provided for analysis. No deviations nor non-conformances were found during the manufacturing process which could have contributed to the issue. No non-conformities have been identified in either the process or product design. A corrective action has been initiated to conduct a comprehensive review of all claims related to the spike tip dimensions.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: it was reported that while administering infusion using an optima spike attached to the infusion bag connected to an optima IV line connection kit, the solution leaked out from the infusion bag and spread to the infusion set. The affected product is still in use with a patient and is scheduled for retrieval at a later date. The leaked fluid is fluorouracil anticancer drug.